Event description:
It was reported that the customer experienced low blood glucose levels during the troubleshooting procedure for a sensor error alarm. The customer stated that he may have had a seizure, but she was unsure because he was alone when he woke up. He did not recall the blood glucose reading. He declined troubleshooting for the issue and reported that he had not been hospitalized for the matter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.